Event description:
Follow up revealed that the patient had their lead replaced.

Manufacturer narrative:
The report event of ineffective therapy was confirmed. As received, visual inspection showed the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy. High impedances were confirmed on the lead. As a result, surgical intervention is pending to address the issue.